Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the ultrasonic level sensor module failed testing. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.